Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report. H3 other text : on-going.

Event description:
It was reported that the device failed during use. There was no injury reported.

Manufacturer narrative:
The involved device is not under a service contract, preventive maintenance and repairs are done by the biomedical department of the hospital. It could be clarified that the users were observing alarms of type reinstall vent and ventilator failure during the course of event whereupon it was decided to complete the case in manual ventilation with no consequences for the patient. The biomed replaced the ventilator motor but the workstation failed the pre-use check the next day with a sensor failure. Unfortunately, it was not possible to provide log files to dräger for this case and thus, the evaluation and assessement was based on analysis of the reported details. A reinstall vent alarm indicates a restricted efficiency of automatic ventilation and will be posted when the tidal volume measured by the inspiratory flow sensor differs at least 25% from the tidal volume applied by the ventilator. The possible causes can be manifold (e.g., a missing or incorrect assembled upper ventilator diaphragm, a leaky elbow nozzle or a disturbed vacuum pressure measurement). In all cases, automatic ventilation is restricted but - as confirmed for the particular case - manual ventilation as well as monitoring functionality is not affected. The fact that the device produced sensor failures in the next self test after the repair ingress is a strong indication that the reported event was caused by a malfunction of one of the pressure sensors used for monitoring of the ventilator functions. These sensors are relevant for the protection against potentially hazardous output and thus, the device will shut down automatic ventilation and post a corresponding alarm according to the definitions laid down in the safety concept of the device. Finally, it can be concluded that the device behaved as specified for such error condition; the malfunction of a single electronic component after almost 14years of use can be considered acceptable.

Event description:
It was reported that the device failed during use. There was no injury reported.